Event description:
Mother of patient called rn and told her that while she was disconnecting from the machine, she noticed the transfer set dark blue connection came out and gone to patient line. Mother already closed the twister clamp and tried to push back the dark tip connection. Rn told mother to come to pd clinic to change the transfer set. Mother arrived to the clinic and changed the transfer set with different lot number. Patient tolerated the procedure. Patient went home with mother in stable condition. Manufacturer response for pd transfer set lot #h21k19078, (brand not provided) (per site reporter). Manufacturer received set for investigation.